Manufacturer narrative:
D9 - device available for evaluation: corrected. Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file that was extracted from the centrimag console during testing. Data from (B)(6) 2024 was reviewed. The system was power cycled multiple times throughout the data, and the pump operated at intended set speeds. Three s3: system fault alarms were observed correlating to flow- and communication-related sub-faults. Due to the alarms, the flow value displayed as 0 lpm while the system was in use; however, the alarms did not prevent the system from operating at intended set speeds. The alarms intermittently cleared and reactivated upon each power cycle. No other notable events were observed. The returned centrimag console (serial number (B)(6)) was functionally tested at the european distribution center and at the product performance engineering department. Atypical events were unable to be reproduced throughout all testing, and the console fully functioned as intended. Available information for this event indicates that the patient was switched to backup equipment with no symptoms to resolve the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4 : catalog number/serial number no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the console had an s3 alarm. It was noted that a patient was on the system for a brief time. The console was restarted but it still had the alarm active. The patient was moved to a backup system with new console, motor, and flow probe. The new products worked as expected and the patient had no symptoms related to the event.